Event description:
The MFR's rep reported the pt experienced withdrawal symptoms following a single bolus of 75 ug and the clinician did not program a single bolus plus a simple continuous mode, but a single bolus mode only and the pump went into a stopped pump mode. The pt returned to the clinic and a single bolus plus a simple continuous mode was chosen for a therapeutic bolus of 75 ug. The pt recovered from the withdrawal.